Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked events on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was 359 mg/dl, 486 mg/dl, and 497 mg/dl and treated with correction bolus via pump and injection via multiple daily injection (mdi). The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.